Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel pad was leaking air and arctic sun device was alarming for patient line open. Had to replace with a new pad. Had to open new pads to treat the patient. Pad was leaky and not working correctly. No patient harm per clinician.

Manufacturer narrative:
The reported event was confirmed. The root cause of the reported issue is an air leak through a hole on the hydrogel side of the pad. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for the pad noted no kinks present. Hydrogel was intact with pad and not separated. No crushed dimples or signs of overlamination in the pad. The instructions for use are found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel pad was leaking air and arctic sun device was alarming for patient line open. Had to replace with a new pad. Had to open new pads to treat the patient. Pad was leaky and not working correctly. No patient harm per clinician.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel pad was leaking air and arctic sun device was alarming for patient line open. Had to replace with a new pad. Had to open new pads to treat the patient. Pad was leaky and not working correctly. No patient harm per clinician.